Manufacturer narrative:
Per the customer complaint record, there were no calibration or qc issues reported. No service call was generated or initiated as the customer is not questioning instrument performance at this time. Failure mode appears to be reagent related. This report is related to the following mdrs that are being reported on different dates and on different reagent and calibration lots for the similar event that occurred at this customer site: 2050012-2012-00053; 2050012-2012-00054; 2050012-2012-00055.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining three hundred and eleven (311) falsely high (> 20 iu/ml) immage rheumatoid factor (rf) results that were generated on the immage immunochemistry system over numerous days starting from (B)(6) 2011. Over this time, the customer used three (3) different immage (rf) reagent lots (m012376, m106133, and m101865) and two (2) different calibrator 5 plus lots (m005625 and m101436) in conjunction to the immage instrument. This report documents the one hundred and seventy five (175) falsely high (> 20 iu/ml) rf results that were generated from (B)(6) 2011, using the immage (rf) reagent lot # m012376 and the calibrator 5 plus lot # m005625. The customer compared their rate of false high results against another laboratory using the same reagent and lot numbers. The customer's incident rate was much higher than the alternate laboratory's rate; however, it is unknown what the patient populations are like in comparison to the two (2) accounts. The alternate laboratory did not report on any erroneous results being generated. It is unknown if the laboratory amended the results after comparing their population of results against the other laboratory. No specific detailed patient information was provided by the customer, only the total number of erroneous results generated. It is unknown if patient treatment was impacted.